Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely the cannula fracture was caused by the uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: da vinci prostatektomie. Event description: intraoperativ ist der untere teil der hülse abgebrochen, in den bauchraum gefallen und konnte offensichtlich komplett geborgen werden. Eine beschädigung durch ein instrument hat der kunde ausgeschlossen. Translation ame: during the surgery the lower part of the cannula broke off, fell into the abdominal cavity and could apparently be retrieved completely. Damage due to an instrument was deemed impossible by the customer. Additional information received from sales representative via phone on 23jan2019: the incident occurred while removing the trocar, at the very end of the surgery. The surgeon noticed that the trocar seemed to be stuck, but could then remove the trocar. That¿s when the fracture was noticed. According to the customer, the surgery was very difficult because the patient is obese. The surgeon did not have any indication that the cannula had broken during the surgery; no cracks, no noticeable impact of instruments against the cannula this trocar was used as an ancillary port, not as a port for the davinci xi the sales representative was informed about this incident by phone, but was not present during the surgery. As the customer indicated that the fracture occurred in the lower third of the cannula and that he was able to assemble the pieces, it's likely that it was a clean break. Patient status: no patient injury.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: da vinci prostatectomy: during the surgery the lower part of the cannula broke off, fell into the abdominal cavity and could apparently be retrieved completely. Damage due to an instrument was deemed impossible by the customer. Additional information received from sales representative via phone on 23jan2019: the incident occurred while removing the trocar, at the very end of the surgery. The surgeon noticed that the trocar seemed to be stuck, but could then remove the trocar. That¿s when the fracture was noticed. According to the customer, the surgery was very difficult because the patient is obese. The surgeon did not have any indication that the cannula had broken during the surgery; no cracks, no noticeable impact of instruments against the cannula this trocar was used as an ancillary port, not as a port for the davinci xi the sales representative was informed about this incident by phone, but was not present during the surgery. As the customer indicated that the fracture occurred in the lower third of the cannula and that he was able to assemble the pieces, it¿s likely that it was a clean break. Patient status: no patient injury.